Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was attributed to an unadressed advisory message. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including debugging, and final testing without duplicating the report. The main board was replaced as a precaution. The device was recertified and returned to the customer. It is important to note that the device will communicate to the user that it is not rescue ready by providing an auditory beep every 30 seconds and displaying a red rescue ready (nvi) indicator. We can identify from the log that this device appears to have been left idle in a non-usable state for since july 2025. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.